Event description:
As the surgeon was advancing the dorsal window rasp- part of the medial cortex of the bone cracked. Ultimately, the construct provided stable fixation and the surgeon seemed satisfied.